Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range impedance measurements, greater than 3,000 ohms. Noise, loss of capture, and undersensing were also observed. The patient underwent a replacement procedure due to normal battery depletion of their cardiac resynchronization therapy defibrillator (crt-d), and this ra lead was connected to the newly-implanted crt-d. It was noted that neither x-ray imaging nor fluoroscopy were obtained during the replacement procedure. Sensing and daily measurements were turned off for the atrial lead, and the patient will be monitored via the latitude remote patient monitoring system. There were no adverse patient effects reported. Please note: dislodgement of this lead is captured in lighthouse complaint record 1905736.